Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During this testing the unit was able to power on using ac power but did not power on using battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The battery voltage was found to be below specifications. The battery voltage increased when ac power is applied which indicates the charging circuitry is functioning. The battery was replaced and the unit functioned as designed.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device doesn't work in battery mode. No patient impact or consequences reported.